Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports that there is a solid pinpoint bubble on the catheter approximately 1cm from the exit site. Ports were aspirated and flushed with minimal resistance. The pump speed was 250. The catheter was changed and had been in place for the last 10 months.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.